Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump passed all functional testing including the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, sleep current, active current test and force sensor test. No unexpected occlusions or insulin flow blocked alarm noted during testing. All buttons function properly. No unresponsive keypad/ button noted during testing. All currents are within spec range. Successfully downloaded history files and traces using thump. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. The pump was received with minor scratches on lcd window and scratched case. Battery cycle 2.0 received the lowbatteryalert (104) on 11/10/2025 05:02:00 after more than 7 days at 17.72 days. In summary, customer alleged no delivery anomaly not confirmed. Charge/battery lasts less than expected not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Keypad/button unresponsive not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported that the batteries were draining quickly, and the pump failed to alert for low battery in time, only giving a ten-minute warning before the pump died. The customer also reported multiple occurrences of insulin flow blocked alarms. The customer observed false low alerts, noted that the home button had to be pushed twice to work, and stated that the pump failed to suspend insulin at night. Additionally, the customer reported differences between the sensor glucose and blood glucose values during an event. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040a, mmt-874a, and mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884, mmt-7040a, mmt-874a, and mmt-332a.